Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured between may 22, 2023 and may 23, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during infusion. The underinfusion was described as a restricted flow issue that delayed the infusion for about 5-6 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.